Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged increase in false positives has occurred but subculture confirms there is no bacteria. The following information was provided by the initial reporter: recently, there are many false positives. False positive subculturing confirms that there are no bacteria.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00288 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.

Event description:
It was reported that bd bactec¿ fx, instrument top, packaged increase in false positives has occurred but subculture confirms there is no bacteria. The following information was provided by the initial reporter: recently, there are many false positives. False positive subculturing confirms that there are no bacteria.